Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field oversensing of a diaphragmatic signal. Technical services (ts) reviewed and noted that the leads for this system were over 40 years old. False atrial tachy response (atr) and ventricular episodes were noted as result of the oversensing as well. It was noted that the plan was to not make any intervention for now. This device remains in service. No adverse patient effects were reported.